Event description:
The account alleged that the head up function will move when the knee up button, foot out and foot in buttons are pressed. He was getting codes 10-17, 50-105, 80-54, 55, 56.

Manufacturer narrative:
The technician replaced the power control module and the head up valve to repair the bed.